Event description:
The customer observed falsely decreased alinity c carbon dioxide results for multiple samples. The following results were provided: (customer provided reference range 22 ¿ 29 mmol/l), the results were repeated on another analyzer ((B)(6)), sid (B)(6) 11.5 mmol/l, repeat result 22.0 mmol/l, sid (B)(6) 12.6 mmol/l, repeat result 22.5 mmol/l, no impact to patient management was reported.

Manufacturer narrative:
The field service representative performed extensive troubleshooting of the alinity c processing module and found that the sample probe was covered in a large amount of sticky gel material and that the cuvette washer probes and the cuvette drying tip were dirty. Service cleaned the dirty parts and replaced the alnty c-series sample p. The alnty c-series sample p was deemed likely cause for the false decreased co2 results. The module function was verified with a control run. Review of the instrument service history for alinity c processing module serial number (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results post service intervention for the current ticket. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the alnty c-series sample p or the alinity c processing module. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity c carbon dioxide results for multiple samples. The following results were provided: (customer provided reference range 22 ¿ 29 mmol/l). The results were repeated on another analyzer ((B)(6)). Sid (B)(6) 11.5 mmol/l, repeat result 22.0 mmol/l. Sid (B)(6) 12.6 mmol/l, repeat result 22.5 mmol/l. No impact to patient management was reported.